Event description:
On 08/13/2025, the beta bionics ilet user reported they experienced insulin leakage at the connector site, beginning during a flight on (B)(6) 2025 and continuing intermittently for several days. The connector did not fully lock into place and remained loose. The patient changed both the cartridge and connector but initially experienced the same issue. Upon later replacing all supplies with new components, the issue was resolved, and no further problems were reported. The patient was unable to provide lot numbers. Blood glucose was not affected, as the patient was able to use backup therapy. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.